Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left circumflex artery. The 15mm x 2.50mm apex monorail balloon catheter encountered resistance upon repositioning the balloon catheter and the balloon ruptured at 8atms upon the first inflation. The device was removed intact. The balloon was used for pre-dilatation and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.